Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Report source: (B)(6). Concomitant medical products: catalog number: us157852, lot number: 933470, brand name: m2a-magnum pf cup; catalog number: x180311, lot number:465030, brand name: bimetric stem; catalog number: 157446, lot number: 906320, brand name: m2a-magnum pf head; catalog number: 139254, lot number:020500, brand name: m2a-magnum 42-50mm tpr insrt. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced pain in the left hip approximately 2 weeks post implantation, which lasted about 3 to 4 months with a lot of difficulty walking. Patient cannot walk more than 10 minutes using a cane. Patient is unable to perform activities of daily living. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.